Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping from the infusion set tubing during the load fill tubing sequence. Upon investigation, it was found that the insulin was leaking during the fill tubing step and the cause of the issue was due to the cartridge connection disconnected. The connection was secured and the load process was completed. Customer's blood glucose level was 186 mg/dl.